Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was reproduced. It was determined that the lighting was poor due to a failure of the turret motor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had a poor lighting .the issue occurred during an unspecified therapeutic procedure. The intended procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.